Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (service code 204 and 107) has been confirmed. Upon investigation the electrode belt was unable to properly communicate with a monitor. The cause for the failure was isolated to an open yellow (pgnd) wire in the trunk cable. The open wire was causing the communication issues, which caused the abnormal shutdowns. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable) and 107 (multiple abnormal shutdowns).